Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from rep indicated that procedure will be on (B)(6) has not been prior authorized by medicaid yet. Addition information reported that caller indicated that patient's ins is dead and won't hold a charge. Caller said patient will be getting device removed and managing hcp was told by medtronic patient could have a scan. The patient was redirected to managing hcp if they can't charge ins.

Event description:
Additional information received from the patient. Caller reported the patient said the ins battery is depleted and she cannot recharge it. Caller stated the patient also noted the "unit [stimulator] she got is not working" and is to be replaced tomorrow. Caller wanted to know if they can proceed with MRI if ins battery is depleted. Caller said patient's ins is dead and won't hold a charge. Caller said patient will be getting device removed and managing hcp was told by medtronic that patient could have a scan. Additional information received on 2021-(B)(6) stated that surgery was performed today to remove old ipg and lead and replaced a new non rechargeable system. The patient was put under general anesthesia and prior to prepping patient for surgery they used her recharger device and charged her 97810 enough to then run an impedance check. No electrodes were impeding. Once her pocket was opened, the doctor tugged on the lead as it entered the ipg header and confirmed it was secure. Thus, the reported shocking sensations reported on by the patient remain unknown. The rep indicated they have explanted lead and ipg and is in their possession and will return for further a nalysis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that since yesterday the patient was unable to connect to recharge the implant. Ps (patient services) reviewed recommended steps to first palpate area and patient said that they can readily feel the implant and then placed recharger/belt over implant and after repositioning slightly the recharger found the device and patient received message that has excellent connection and ins battery at 50% and then within two seconds started beeping again. Reviewed repositioning suggestions which patient did however no improvement, if connected would only do so momentarily. Reset the recharger twice and verified no other emi in area. Reviewed adjusting posture however nothing helped the situation. Patient said that it connected right away at hcp office. When asked, patient doesn't have anyone there to assist. They even reset the recharger twice and patient tried with the belt and without the belt. Patient also said that they can feel where the implant is, and it is flush. Tech support recommended to notify the field staff about the situation to make arrangements to check patient's internal device. The issue was not resolved through troubleshooting. Patient is going to take a break and ps agent is sending email to the local representative about the situation to follow up with the patient. Patient called back because they saw code 4100 and the ins didn't charge from 90 to 100 and the patient was charging for 20 mins. Reviewed code meaning, patient was able to start a charging session and the ins charged to 100% during the call. The patient called back later and said they feel a little sting right over neurostimulator site which just started today. Reviewed recommendation to place cloth barrier between skin and recharger which patient did. The troubleshooting steps that were taken on the call resolved the issue however later in the call patient said they could feel it zapping them, however unknown if patient changed cloth barrier during troubleshooting call. At the end of the call patient said that the ins site is sore. It was noted the belt was used and the implant site was healed. The troubleshooting improved the sensation. (B)(6) 2021 the patient called back reporting they continue to have difficulty with charging the ins. They saw their doctor last week and told the doctor they are having difficulty charging the ins, but the doctor did not address the issue. Patient confirmed they are not charging near emi, are in a sitting position while leaning forward, and have already tried repositioning the charger. The charger will briefly connect and then start searching for the ins again. Patient reports they can feel the ins and it feels flat under the skin. There is still a little bit of swelling at the ins site. Reviewed this may be the cause of the recharging difficulties and recommended patient follow up with managing physician for appropriate next steps. The patient also told their doctor it is not working at all, meaning patient is not getting desired therapeutic effect. Patient indicated symptoms are way worse than they were prior to implant. The doctor suggested increasing amplitude and turned it up for the patient, but now it hurts really bad in the rectum and patient is not feeling stimulation in the vagina as desired. Patient does not want to decrease amplitude because they will lose any therapeutic effect if they do so. It is getting worse by the day; patient is (B)(6) and is peeing their pants every hour. Reviewed that if stimulation is painful it should be turned down. Asked if the patient and doctor discussed program use and patient indicated the doctor told them to stay on program 1. Recommended patient follow-up with managing physician's office in order to address ongoing therapy concerns. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue and the manufacturer¿s rep was emailed. 2021-may-07 additional information was received from the patient and healthcare professional (hcp) via the manufacturer¿s rep: the rep had reached out to the patient but had not heard back; patient did not return rep¿s two calls. The implant is about ½ ¿deep located on the left upper buttock. The patient reports shocking pain at the implant site and is unable to recharge as intense shocking also occurs during recharging. There were no known environmental factors. The rep was unable to perform diagnostic tests. Battery is depleted and attempts to recharge device causes intense pain. The hcp wants to replace rechargeable device with non-rechargeable system. No interventions will be taken until prior authorization of some sort can be given regarding medicaid and warranty. The issue was not yet resolved. Surgery is tentatively scheduled for (B)(6) 2021.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.